Event description:
The technician alleged the bed exit is not functioning. No pt impact.

Manufacturer narrative:
The tech found the scale reads a negative weight, user error. The tech reset the bed and zeroed the scale to resolve the issue.